Event description:
It was reported that during a da vinci system myomectomy surgical procedure, the surgical staff was noted to have over articulated the monopolar curved scissor (mcs) instrument and subsequently broke the shaft. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument tube extension was cracked with a length of .146. The clevis appeared to have dislodged from the tube extension. The tube extension had fractured next to one of the keys that mates with the proximal clevis. The instrument electrical continuity passed. It was concluded that the damages to the tube extension was likely due to excessive side loading or mishandling/misuse. Failure analysis observations also found the instrument main tube had deep scratches and gouges. The distal end of the main tube had various scratch marks with light material removal. Scratches ranged from .036 through .121 in length and were not axially aligned with the tube axis. It was determined that the deep scratches/gouges on the main tube were likely due to mishandling/misuse. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damages to the instrument main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.